Manufacturer narrative:
No other information has been provided at this time.

Event description:
Our distributor was contacted via e-mail for an explanation regarding a second surgery, after 3 luxations in a one month period, after the first surgery, which had occurred in 2007. In this e-mail, it is reported that the patient has "suffered a low quality service commercial attention by the distributor biodec srl." The physician in both surgeries was dr. Fernando de alzaa. The surgeries took place in sanatorio amta.